Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a striated opening assessed as surgical damage. Valve leak and/or damage observed a delamination total in the plug strap disk shell assessed as adhesive failure. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.